Event description:
A report was received that the patient was having difficulty charging due to her ipg being tilted. The patient underwent ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.